Manufacturer narrative:
End of life / end of support.

Event description:
It was reported to philips that the device displayed an "error contact service" message. There was no reported patient impact or injury. Available details indicate that the device had exhibited an error message. However, no service or technical support was provided to the customer due to the end of support status of the device. The customer was notified that the device had reached its end of service and could not be replaced.